Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in draining water from the foley catheter. After injecting sterile water during the pre-test, about 3cc of water could not be drained.

Event description:
It was reported that difficulty in draining water from the foley catheter. After injecting sterile water during the pre-test, about 3cc of water could not be drained.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. Unable to verify the reported event without testing the sample. Inflated balloon with return syringe with 10ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water). Concentricity of balloon was (1.5 / (1.5 + 0.5)) times 100, ballon concentricity = 75/25 which is within specification. Balloon was only able to passively deflated 1ml of fluid within 5 minutes with return syringe. Inflated balloon with 10ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water). Balloon was only able to passively deflated 7ml of fluid within 5 minutes within house syringe. Dissected balloon and found that the notch was perforated completely. Based on physical sample received the product does not meet specifications which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.